Event description:
During an unknown procedure the following: "staple malformed. (At the middle of the staple line) could not cut. Another device was used to complete the case. There were no adverse consequences to the patient. One device is returning.